Event description:
It is reported that a customer has physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was not recorded. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided

Manufacturer narrative:
Findings: the pump status screen serial number matches properly with the pump address serial label and sap. Pump received with missing display window, cracked case at display window corners, broken reservoir tube lip and cracked reservoir tube near reservoir tube window. (B)(4).